Manufacturer narrative:
The product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. No further information is expected. (B)(4).

Event description:
An inspector for health (B)(6) reported that a facility representative notified them that an intraocular lens (iol), which was clear when implanted, is now noted to have refractile inclusions termed "glistenings". These are affecting the quality and amount of vision. Facility information was not provided; additional information was unable to be obtained. This report is for a patient's right eye. This report is one out of eighteen total.